Event description:
Major pump unit(s) involved: device thrombosisadditional text: thrombus in apical conduit, and outflow graftspecific component(s) involved: other component malfunction, specifyadditional text:other component: pump thrombuscausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.